Event description:
The customer contact reported the pt received more medication than intended. At 0745, line b was programmed in the piggyback mode to deliver magnesium sulfate 2gram/50ml, at a rate of 54ml/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. At 0815, the device alarmed for proximal occlusion. At that time the nurse noted the magnesium sulfate container was empty. The customer contact reported the pt had a "warm flushing of the face." The physician was notified. No medical interventions were required. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.